Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. During troubleshooting the power source was cleared and the pump charged, customer's blood glucose level ranged between 234-235 mg/dl.